Manufacturer narrative:
H4 - device MFR date and d4 - lot # was unknown. The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a micro clave clear neutral connector. It was reported that when flushing red lumen, noted posey flow was leaking or appeared to be cracked. Tpn had to be stopped. Posey flow replaced. The patient involvement and harm were not reported.